Event description:
It was reported that during a prostate procedure, fiber cap had detached at 7000 joules. The procedure was completed with a second fiber. No additional information was available. No patient injury was reported.

Manufacturer narrative:
In section f10 event problem codes, the component code fiber and cap are associated with the device code break.